Event description:
It was reported that the user experienced hypoglycemia with a sensor glucose of 67 mg/dl while using the ilet system; the user later disconnected the pump for a shower and reported capillary blood glucose of 99 mg/dl after ingesting oral glucose. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. No clinical symptoms associated with low blood glucose. Outcomes included resolution of the low glucose without medical intervention or hospitalization. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.